Event description:
It was reported that the when the pumps were in clinical mode, a system failure alarm occurred after the infusion was completed. According to the reporter this occurred intermittently over the past 3 years. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.